Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the brake not holding was confirmed. The brake could not fully reengage after driving due to the bent lever manually preventing the brake assembly from lowering onto the drive shaft nut despite being electrically actuated to lower. The underlying cause is bent lever.

Event description:
Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the brake not holding was confirmed. The brake could not fully reengage after driving due to the bent lever manually preventing the brake assembly from lowering onto the drive shaft nut despite being electrically actuated to lower. Product was returned for evaluation. The return fields in oracle state: intermittently brake will not hold during bench test. The dealer states the left motor brake has to be manually applied or it will not hold.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: intermittently brake will not hold during bench test. Complaint of left motor brake has to be manually applied or it will not hold was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: intermittently brake will not hold during bench test. The dealer states, the left motor brake has to be manually applied or it will not hold.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the left motor brake has to be manually applied or it will not hold.